Event description:
Sales rep reported that on three occasions leopard cages were thought to have broken during insertion. However, the surgeon left them in place and they were never removed from the patients. There was no adverse consequence to the patients as a result of these events. As a possibly compromised implant was left in the body and could require surgical intervention in the future, an MDR is being filed to document this event.